Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Device discarded.

Event description:
On 10aug2016: re: 0148csd ¿ hakim micro valve. The baby girl is (B)(6) old. The codman 0148csd micro valve was fitted on (B)(6) 2016. When the hydro nurses tried to reset to 100mmh20 (post hearing test that the baby had), they said that the programmer counted down to 30mmh20 but then stuck there. They have subsequently tried another hakim programming machine and a couple more hcp¿s have also tried to reset the valve to no avail. The baby has a burr hole reservoir in the front scalp above her right eye going into her frontal horn with a ventricular catheter. She then has catheter travelling to the micro valve behind her right ear with catheter from the other side of the valve travelling to her abdomen. They are wondering if they could inject through the skin into the catheter to try to flush it and see if that clears any obstruction? On 11aug2016: just to update you¿. I spoke with the nurse last night and the clinician was happy to book her in for a scan on friday and send her home in the meantime. The parents have been told to bring her straight back in if they notice that she starts to become unwell. The clinician says that sometime when this happens with the valve being unable to be reset they suddenly can right themselves and the obstruction can unblock (if this is the case and the valve is not faulty). We will know more on friday when she has been scanned. Per rep: the latest with this is¿.. The valve was stuck at 30mmh2o and wasn¿t allowing them to change the setting using the vpv programmer/s - it needed to be set at a pressure setting of 100mmh2o¿. The valve is now out of the baby and has been replaced like for like with another (0148csd) ¿ hakim micro valve. It turns out that the valve had completely flipped over 180 degrees. I¿m told that this can happen with babies from time to time due to loose skin and the micro valve being small. They had completely missed this on the x-ray based on the projection, as they can take them from the left or right side when the valve is placed behind the right ear. Unfortunately, against communication to keep the valve if they decided to remove it, they threw the valve away so we cannot test it. As it turns out, thankfully the baby is fine. As for the valve, they know that it would not programme due to it being flipped over but are now wondering how it got to a setting of 30mmh2o when it should have been set at 100mmh2o. They are wondering if it could have been to do with the hearing test that the baby had but due to them throwing away the valve ¿ we will now never know if there was a fault/ obstruction with the rotating cam mechanism or not now.